Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the surgeon tried to disengage the device from tissue after an audible beep sounded, but the jaws would not open. The doctor was able to ligate tissue and remove the device.